Event description:
The device did not control the bleeding [device ineffective]. Blood was clotting and getting clogged in the tubing [device occlusion]. The suction was hooked up to the end of the device before it was turned on. /connected it to suction prior to proper placement [wrong technique in device usage process]. Case narrative: this initial spontaneous report originating from the united states, was received from a physician via customer account specialist, referring to a non-pregnant female patient of an unknown age. This report concerned 1 patient and 1 device. The patient's medical history included single pregnancy and vaginal delivery. The patient¿s concurrent condition included submucosal fibroid, uterine atony and retained placenta. On (B)(6) 2022 03:00 am, in the operating room, the patient lost 2000 cubic centimeter (cc) of blood and had a dilation and curettage (d&c) where ¿pieces of placenta were found¿. Concomitant medications included carboprost tromethamine (hemabate), misoprostol (cytotec) and methylergometrine maleate (methergine). No blood products were required during peripartum period. There was no invasive placenta. On that day ((B)(6) 2022), after the d&c, the patient had vacuum-induced hemorrhage control system (jada system) 2.0 insertion (lot#, serial # and expiration date were not reported) via vaginal route for postpartum hemorrhage by the attending physician and other staff (the operator had received training on how to use the device on (B)(6) 2022). The device came with a blue seal valve kit and green carton. 120 cc was inserted into the cervical seal. There was a user error. The suction was hooked up to the end of the device before it was turned on (wrong technique in device usage process). It was reported that "blood was clotting and getting clogged in the tubing" (device occlusion) and an ultrasound was performed to check if device was folded over on itself and to ensure correct placement of the device. The placement position was confirmed but the blood was continuing to get clogged and "no blood was going into the canister¿. The device did not control the bleeding (device ineffective). It was also reported that the device worked without issue, but bleeding continued. The patient then had a bakri uterine bleeding tamponade placed that controlled the bleeding. On the same day, vacuum-induced hemorrhage control system (jada system) removed. Maternal admission to intensive care unit (ICU) was not required. The device was not removed and reinserted for any reason. The availability of the vacuum-induced hemorrhage control system (jada system) for evaluation was unknown. Upon internal review, the events device ineffective was determined to be serious as an intervention was required. Follow-up information was received on 05-dec-2022 from the physician. Provider stated that the patient was term at 39 weeks, had a history of gestational hypertension, and 5 previous live births (gravida 6, para 5), unknown if any previous post-partum hemorrhage. Provider states there was no uterine injury and the estimated blood loss at delivery was 2800ml. Disseminated intravascular coagulation (dic) was not diagnosed. It was reported that the patient did not have retained placenta, but a submucosal fibroid was found when she was performing an ultrasound. Another provider was setting up and inserting the device and connected it to suction prior to proper placement and blood was clotting in the tube. Indwelling time of the device was 5 minutes as the patient was bleeding around it and filling with clots. Provider states the event was operator error, not due to device malfunction and she contacted the rep to obtain further instructional information for their team. Team. No further information was known or available at this time. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4641 unexpected medical intervention (patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan). This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2022-00020. We will be retaining the old case (B)(4) MFR number- 3002806821-2022-00020 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2022-00020. We will be retaining the old case (B)(4) MFR number- 3002806821-2022-00020 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).